Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 and system error 2367, this system error occurred during drain 3 of 3. The technical service representative (tsr) assisted the home patient (hp) to cycled power which cleared the alarms. The tsr explained the alarm and the caller would discard supplies and call the nurse regarding the air detect alarm and reconnecting. The caller would call back with any problems or questions. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the issue was reported and there was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error - patient disconnected from set.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.